Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported that a recent volume discrepancy occurred; the actual residual volume (arv) was greater than the expected residual volume (erv). There were no previous volume discrepancies at previous refills. The patient's pump was refilled in (B)(6) 2012. At that time it was noted that pump was "running fine" and the reservoir volumes were accurate. The patient presented on (B)(6) 2013 and the erv was 9.1 milliliters (ml), however the arv was 40 ml. In addition on this date, the patient's drug was changed from infumorph to hydromorphone and a bridge was programmed. No revisions had been done between the two visits. The patient was seen again on (B)(6) 2013 but the pump reportedly was not accessed at that time. When inquired about withdrawal symptoms, it was reported the patient consumed oral medications and still had severe pain. It was thought the oral medication controlled severe withdrawal. The patient had been down to one or two dilaudid a day. However, at the time of the report she was taking fifteen to twenty 4 milligrams of dilaudid. The patient was expected to be seen in the clinic again on (B)(6) 2013 for further troubleshooting. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that a catheter revision was performed on (B)(6) 2013. The hcp aspirated the catheter before disconnecting the catheter from the pump and was able to pull back 1-2ml. Free flowing cerebrospinal fluid (csf) was observed from the catheter when disconnected from the pump. The doctor replaced the sutureless connecter; however, no obvious problems were seen with the pump or catheter at the time of the revision. The patient¿s pump was programmed to minimum rate and the patient was to present to her managing physician to change the dosage.